Manufacturer narrative:
Corrected sections as of 14-jan-2020: h10: corrected most likely underlying root cause from "mlc-20: user's test strip had poor storage" to "mlc-78: user hematocrit low". Most likely underlying root cause: mlc-78: user hematocrit low.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-0 error code. Customer stated the e-0 error occurred a few times. At the time of the call the customer stated she was feeling fatigue and that it was related to her diabetes. Medical attention was not needed at the time of the call. Customer stated she would take her insulin and lie down. The product is not stored according to specification and it is stored in the kitchen. The test strip manufacturer's expiration date is 07/16/2020 and open vial date is (B)(6) 2019. Customer had another vial of test strips (mv3121s) that had been stored and handled correctly; manufacturer's expiration date of 07/25/2020 and open vial date of (B)(6) 2019. During the call, a blood test was performed by the customer non-fasting and produced test result of 257 mg/dl using meter.

Manufacturer narrative:
Sections with additional information as of 04-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 04-may-2020: b2: adverse event report is being submitted due to symptoms related to diabetes - fatigue. H1: type of reportable event corrected from "malfunction" to "serious injury".